Manufacturer narrative:
The device has been received; however, device investigation has not begun.

Event description:
During a pulse field ablation procedure to atrial fibrillation, a farawave 31 mm catheter was selected for use. After completing the pulmonary vein isolations and prior to conducting a post-map, an attempt was made to disconnect the drip line, during which the connection hub (luer) broke off. The catheter was replaced, and the procedure was successfully completed without any patient complications. The device has been returned for evaluation.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port detachment was confirmed.

Event description:
During a pulse field ablation procedure to atrial fibrillation, a farawave 31 mm catheter was selected for use. After completing the pulmonary vein isolations and prior to conducting a post-map, an attempt was made to disconnect the drip line, during which the connection hub (luer) broke off. The catheter was replaced, and the procedure was successfully completed without any patient complications. The device has been returned for evaluation.